Event description:
The customer reported device breakage; subsequently bleedback was noted. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. It was reported that 30 seconds after the delivery was started, the "tubing cracked" at an unspecified location and an unspecified volume of bleed back was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not completed. This report represents all the information known by the reporter upon query by hospira personnel.